Manufacturer narrative:
The reported complaint of "the autopulse platform (B)(4) would not power on" was not confirmed during functional testing. The autopulse platform powers on and passed the functional testing without any fault or error and performed as intended. Visual inspection of the platform was performed, and no physical damage was observed. The power distribution board revision is up to date and the brake gap was in specification. The archive data review showed no significant discrepancies. The autopulse platform passed the preliminary functional test without any fault or error. Further testing found single point load cell module 2 output reading fluctuated, likely due to a defective component, unrelated to the reported complaint. The load cell module 2 was replaced to remedy the complaint. Following service, load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with multiple good known test batteries until discharged without any fault or error. The reported complaint could not be reproduced. There were no device deficiencies found during service evaluation that could have caused or contributed to the reported complaint. The power issue may be due to the batteries used by the customer. The customer has been requested to send back the batteries for evaluation.

Event description:
During shift check, the autopulse platform (B)(4) would not power on. The issue persists with multiple batteries that work fine in other autopulse platforms. No patient involvement.